Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug and morphine drug via an implantable pump for spinal pain indications for use. It was reported that the patient wanted to know how long it took to get response on pain relief after the pump was installed. The agent reviewed that it varied by patient and may take several adjustments. The patient stated that they saw their healthcare provider 1-2 times a week and they had been increasing the medication, but the patient did not get any feeling of any relief at all. The patient mentioned that they, just about a month ago, took all the morphine out and put in morphine and a numbing agent. The patient was redirected to their healthcare provider to further address the issue.additional information was received from the patient reporting that they experienced symptoms of lower back pain that radiated to their testicles. Patient stated that 'it feels like they are being squeezed and twisted and they got their pain pump (B)(6) 2024 and still no relief. If doctors know why no relief they have not told me'. The cause of the patient's symptoms was not determined and symptoms started up again (symptoms started in (B)(6) 2013). The pump was installed with morphine, then changed to morphine plus "numbing stuff". They still had no relief but have been sleeping a lot. Patient stated, 'daily dose: morphine 1.100 mg/day, bupivacaine 1.100 mg/day; bolus dose: morphine 0.250 mg, bupivacaine 0.250 mg. The symptoms had yet to resolve and they planned on checking the placement with x-rays and magnetic resonance imaging (MRI). They stated that they were almost bed ridden, the pain has gotten worse not better. Additional information was received from the patient and healthcare provider (hcp) via a manufacturer representative (rep) stating that the patient reported that they still had not had any notable relief since the pump was implanted despite multiple dose adjustments. This caused the patient to switch to a new hcp. This hcp determined that the original catheter tip placement was at t1 which was reported to be too high to target the patient's lower back pain. The patient had a catheter access study with positive return of cerebrospinal fluid. The patient was taken for a catheter revision on (B)(6) 2026. The hcp opened the midline lumbar incision and dissected down to the existing anchor and spinal segment. Under fluoroscopic guidance, an instrument was used to pull the catheter tip back from t1 to t10. The hcp confirmed that the anchor remained intact and the patient's incisions were irrigated and closed. There were no changes made to the catheter length or volume. Of note, the spinal segment was 43 cm, and the proximal segment was 64.7 cm for an implanted length was 107.7 cm with a volume of 0.237 ml. The issue resolved after the catheter was retracted back.